Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 at around 7:30 am patient had suffered a hypoglycemic episode. Patient was in times square when he lost consciousness. Patient claims that his bg was measured at 25 mg/dl when his cgm was reading 103 mg/dl. Paramedics were called and patient was treated with glucose IV. At the time of his call to dexcom technical support, patient was feeling better.